Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a right primary total hip on (B)(6) 2018. Patient did well but subsequently suffered a fall which result to periprosthetic fracture of the right hip. Patient returned to operating room on (B)(6) 2018 and had loose femur. Stem and head components removed. Femur cabled, new stem and head implanted. Although not specified, loosening of the femoral stem would have occurred at the implant to bone interface since the stem is porous coated and used in non-cemented applications. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.